Event description:
Pt was home with PICC line that was placed in 2002 in angiography. They were reaching for something in cupboard when line stretched and broke. Based on info from the report surgical intervention may have been used to remove the broken catheter.